Event description:
A healthcare professional reported that the connection between tube and cassette was leaky. At the time of this report was prepared, it was unknown when the defect was noticed. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).